Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an expired product was used on the patient. It was reported that an expired vizigo sheath was put inside the body. The bwi team was made aware that the product had expired once the vizigo sheath was in the body. The bwi team recommended replacing the vizigo sheath and the physician declined. The case continued with the expired product. The caller stated there was no adverse event with the patient. Additional information received indicated the product expired after delivery to customer.

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).